Event description:
It was reported that remote monitoring discovered that the right ventricular (rv) lead shock impedances had triggered an alert for high out of range greater than 125 ohms. Review of the device report found stable shock impedances up until last year when they started fluctuating between 85 and 124 ohms. The plan was to bring the patient into the clinic for a follow-up and increase the alert threshold to 200 ohms. The lead remains in-service. No adverse patient effects were reported.